Manufacturer narrative:
MDR [0003015876-2019-01782] was sent in error. Upon further review it was determined the reported device shutdown was normal device behavior.

Event description:
The customer contacted physio-control to report that their device gave a "device not ready" message then unexpectedly shutdown. There was no patient use reported with the event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device gave a "device not ready" message then unexpectedly shutdown. There was no patient use reported with the event.